Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that a secondary bag of potassium was programmed via guardrails to infuse a volume 100 ml of potassium chloride over one (1) hour. The clinician noticed however that the bag was empty while the pump still showed 40 ml remaining in the bag. Clinician hung another bag another bag of potassium (same concentration and rate) and it appears the pump ran the bag too fast again. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The actual date of event is unknown. Investigation summary: the report of over infusion of potassium can¿t be confirmed. Inspection and laboratory testing could not be performed as the devices were not returned for investigation. The facility provided the event logs of the suspect pump module. Error logs were not returned for investigation. Date and time of the event were not reported. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). On (B)(6) 2025, at 1:11 pm, a primary infusion was programmed with a rate of 5ml/h and a vtbi of 394.458ml, then, a secondary infusion was programmed with a rate of 100ml/h and a vtbi of 100ml. At 1:45 pm a new secondary infusion was programmed with a rate of 100ml/h and a vtbi of 100ml. At 2:20 pm the pump module was powered off. No further infusions with the suspect device were recorded. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of potassium was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that a secondary bag of potassium was programmed via guardrails to infuse a volume 100 ml of potassium chloride over one (1) hour. The clinician noticed however that the bag was empty while the pump still showed 40 ml remaining in the bag. Clinician hung another bag another bag of potassium (same concentration and rate) and it appears the pump ran the bag too fast again. There was patient involvement, but the outcome is unknown.